Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was a bad staple line after firing the device, there were malformed staples. Over sewing was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload loaded on the device; however 5 fully fired cartridges reloads were returned for analysis. The device was tested for functionality in the straight and articulated positions with test cartridge reloads and achieved its complete firing sequence without any difficulties. The staple lines and cut lines were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.